Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve, the valve was inaccurately placed too low, resulting in mild to moderate paravalvular leak. An attempt was made to snare the valve and pull it back. However, the valve popped out of the annulus and landed in the ascending aorta. A second 29mm valve was implanted in a low position and the patient became hypotensive. Echocardiogram findings revealed a perforation in the apex of the left ventricle due to the amplatz guidewire. Subsequently, both valves were explanted during open conversion in which both core valves were explanted and a 23mm non-medtronic pericardia valve was implanted. Following the procedure, the patient was transferred to the ICU in stable hemodynamic condition on minimal inotropic support. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).